Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Tested 5x retained devices from lot 148836 with negative standard. All devices yielded valid and accurate negative results at the 10 minute result read time. Root cause: cannot duplicate with retains. Source: social media.

Event description:
Consumer reported 1 false positive sars result. Another rapid antigen test reported a negative result and result was confirmed negative by molecular (pcr).